Event description:
A malfunction alarm with code "malf 0" was reported, but no notable events occurred beforehand. Customer's blood glucose level impact was unknown as they declined to answer whether it exceeded a particular threshold. Technical support provided pump reset information and assisted the customer in resetting the pump, after which the malfunction did not recur. The customer was advised to continue using the pump and to contact support if the issue recurred.